Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Date of event: not provided, not specified beyond approximately (B)(6) 2013.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan to report the onetouch ultra2 meter was giving inaccurate readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On an unspecified date in (B)(4) 2013, the patient obtained the blood glucose reading of 41 mg/dl on the reported meter, which she claimed was inaccurately low compared to her expected values. The patient took no actions based on this meter reading. The patient manages her diabetes with insulin taken on a sliding scale. Three hours afterwards, the patient experienced the symptoms of nervousness, sweating, lightheadedness and ¿speaking gibberish¿. The patient was taken to the emergency room; she was unable to provide her blood glucose level as tested in the emergency room. The patient was treated with intravenous fluids and food. Troubleshooting revealed the patient¿s test strips were in good condition and within opened expiration dating. It was also determined the patient had programmed the incorrect calibration code number for the lot of test strips in use into the meter, which can contribute to inaccurate readings. The meter was replaced. The patient¿s technique was incorrect by programming the meter with the incorrect calibration code number. Despite the incorrect calibration code number, the meter test result did correlate with the patient¿s symptoms and treatment. However, as the patient allegedly suffered symptoms suggesting severe hypoglycemia after the meter issue occurred, and received emergency medical attention and treatment, this complaint is being reported.